Event description:
It was reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin delivery and administering 1 unit boluses. However, occlusions continued, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.